Event description:
During a follow up call, the caregiver/nurse reported an event of peritonitis which occurred on (B)(6) 2010. The child is on peritoneal dialysis. The patient was seen in the emergency department (ed) due to irritability, low grade fevers, gagging, vomiting and the spiking of a temperature of 101.5 degrees on (B)(6) 2010. The effluent was cloudy and cultures were taken. The culture was positive for staphylococcus. A white blood cell count (wbc) results was initially 66,000, but repeated four hours later and the results were 3300. A gram stain was performed and was positive. A c-reactive protein (crp) was performed and the results were over 120. The patient was admitted to the hospital and placed on vancomycin and clindamycin (dose unknown) intraperitoneal. The initial symptoms resolved. Several days later the temperature became elevated at 103 degrees. Labs and cultures were repeated however, results were negative. A chest x-ray was done and was negative. Vancomycin was initiated intraperitoneal with positive response. A repeat wbc was negative. A couple of days later the vancomycin was discontinued and ancef 250mg pd started. On 05/16/2010, the patient was discharged into the care of the foster home. Ancef was continued at 500mg for eleven days and then discontinued. At that time, the caregiver/nurse began to see evidence of fibrin in the catheter. Heparin, dose unknown, was added to the solution bags two times/week. Labs and cultures were repeated two times/week with fluctuating results. At this time, the child continues to experience low grade fevers. The child is scheduled to see a neurologist on an unknown date.

Manufacturer narrative:
(B)(4). The patients discard the samples after each therapy, therefore, no sample was returned for evaluation.